Event description:
Technician reported that a system 1000 hemodialysis device was being set up for use. Healthcare professionals were about to connect the patient to the bloodlines when they noticed that only acid concentrate was being used. Bicarbonate concentrate was inadvertently not hooked up. It was also noticed that the device switched to an unintended concentrate proportioning ratio. The technician stated that there was no patient injury or medical intervention as a result of this incident, as the patient never was treated with the device.